Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was also reported that high thresholds were noted on the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.